Event description:
It was reported by the nurse the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the surgeon fired across the vessels and ligaments running lengthwise down the uterus bilaterally. The original cartridge and five reloads were used and bleeding occurred on all staple lines. The surgeon used cautery to stop the bleeding and achieve hemostasis and the staple lines reman in place. The device and six cartridges are available for return. There was no report consequence to the pt.